Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged and the customer experienced the high blood glucose. The customer¿s blood glucose level was 460 mg/dl. The customer stated that the insulin pump was blank the customer changed battery, also reported that clip does not hold the pump. The customer reported that there was crack on the reservoir ring to the bottom, bottom of the battery to the screen. The troubleshooting was performed and found that the reservoir was locking in place. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and revert to backup. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. Device had cracked reservoir tube lip.